Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as frequent vaginal infections, bladder infections, excruciating pain during intercourse, erosion and the pain and trauma of additional procedures in hopes of alleviating.